Manufacturer narrative:
If additional info becomes available on this complaint that would after the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported by the perfusion group (B)(4), that the tube clamp on the roller pump had malfunctioned. A rep from the perfusion group took a tube clamp out of another roller pump and placed it in the suspect roller pump. The tube clamp will not be returned, as the customer threw it away some time ago. No other details regarding the nature of this event were provided.